Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead and pacemaker exhibited high out of range pacing impedance measurements and an increase threshold measurement. A revision procedure was performed where the lead was viewed under fluoroscopy and did not yield any significant findings. Subsequently the rv lead was surgically abandoned and the pacemaker was explanted. No additional adverse patient effects were reported.